Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 1000mcg/ml at 6mcg/day at minimum rate. The indication for use was intractable spasticity. The patient¿s medical history included spasticity. On (B)(6) 2018 a pump pocket seroma was reported. The physician aspirated the seroma and performed a catheter dye study with no issues found with the catheter. The physician also performed a blood patch. There were no other symptoms reported other than the seroma. The pump was currently at minimum rate. There were no known environmental, external or patient factors that may have led or contributed to the issue. Surgical interventions did not occur or was planned. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-dec-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the catheter was replaced in 2018 because the fluid was going in the area where the pump was. Additional information was received from a healthcare provider (hcp) indicated the cause of the fluid going to the area of the pump in 2018 was the patient had cerebrospinal fluid (csf) collecting in the pocket and a blood patch was performed. The issue had been resolved; however, the device was now being weaned down. The patient would likely have the device explanted in the near future {device not specified}. No further complications were reported or anticipated.